Event description:
Note: event date unk. It was reported to boston scientific corp that a rotatable snare was used during an endoscopic muscosal resection procedure within the large intestine. According to the complainant, the physician was unable to extend the snare loop due to the resistance felt when trying to actuate the handle. The procedure was completed with another of the same device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good. Note: the event, as reported, did not reflect an MDR-reportable scenario; however, evaluation of the returned device, which was completed on (B)(6), 2009, revealed an MDR-reportable malfunction. This MFR report is being submitted based on the evaluation results.

Manufacturer narrative:
(B)(4) - (failure to extend). A visual examination of the returned device found that the loop wire was not able to extend or retract. Further examination revealed that the braided wires had detached from the hypotube, indicative of improperly crimped/inserted wires during mfg. The most probable root cause is mfg. A review of the device history record (DHR) was performed; no deviations were noted. (B)(4).